Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2018 with the following findings: review of the black box data revealed unexplained power on reset events recorded on (B)(6) 2018. On investigation, the returned battery cap was evaluated and found to measure within the required specifications. The returned battery cap would not secure properly to the battery compartment due to cracks in the battery compartment near the threads. There was visible moisture corrosion inside the battery compartment. The pump powered on with the returned battery cap and was exercised for 24 hours without power interruption of call service alarms. There was no evidence of moisture in the pump¿s interior compartment. Investigation confirmed the battery compartment damage but did not duplicate the alleged intermittent power issue.